Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph showed a leak at the y-site. The reported condition was verfieid. The cause of the condition could not be determined from the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: three (3) samples were received for evaluation; two (2) companion samples and one (1) used sample. Visual inspection did not identify any abnormalities that could have contributed to the leak at the y-site for the companion samples; a cut/hole was identified on the used tubing. Pressure, clear passage, priming, gravity, and back pressure tests were performed and no issues were identified at the y-sites of all samples. The reported condition was not verified at the y-site of the companion samples; however, a cut/hole was verified on the used tubing which would result in a leak. The cause of the cut/hole in the tubing was determined to be related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking from the lower port (clearlink). The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.